Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient might have peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented with abdominal pain, bloating, and cloudy peritoneal effluent fluid on (B)(6) 2020 during a home visit. Peritoneal effluent fluid samples were taken to the outpatient clinic for culture on (B)(6) 2020 which presented with no growth and an elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis as a complication of gastrointestinal (gi) issues as the patient has been experiencing symptoms indicative of gi disease. The patient has been undergoing tests to determine the etiology of these gi symptoms, yet no diagnosis has been given to the outpatient clinic. The patient was not hospitalized and was prescribed intraperitoneal (ip) vancomycin at 1500mg every five days for two weeks and ip ceftazidime at 2000mg every day for two weeks. The patient has recovered from this event and continues ccpd therapy on the same liberty select cycler at home. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty set, and the adverse event of peritonitis, characterized by abdominal pain and bloating. It is well established for those patients undergoing peritoneal dialysis (pd) therapy are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to gastrointestinal (gi) issues, as reported by the peritoneal dialysis registered nurse (pdrn), whereas the source of infection was from the patient¿s abdomen. Though the exact diagnosis of gi disease was not reported to the outpatient clinic and the peritoneal effluent fluid cultures presented no growth, the abdomen as a source of infection is a known contributor to peritonitis. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.